Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss had noticed a burnt component on the inverter board on the touchscreen monitor. The inverter board was replaced. During the inspection of the machine, the fss found the battery on the cmos was low and the battery was replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine had smoke coming out of the monitor touchscreen. Also noted was a burn smell. The system was shut down. No patient involvement and no patient treatments were delayed or cancelled.

Manufacturer narrative:
In addition to the results code provided in initial report, results code has been provided in this follow up. A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.